Event description:
Device issue: none. Time of device issue: after the procedure. Adverse event: stenosis requiring medical intervention and non q-wave mi. Onset of adverse event: 9 months post procedure. It was reported via a trial, that two promus stents were implanted in the mid and proximal left anterior descending artery on (B) (6) 2008. On (B) (6) 2009, the patient returned for total vessel revascularization. The patient also experienced a non q-wave mi. No additional event or patient information was made available although requested.

Manufacturer narrative:
(B) (4). (B) (4). The promus stent referenced is being filed under a separate medwatch MFR number. Restenosis and myocardial infarction, as listed in the promus instruction for use (IFU), are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. Additionally, restenosis and myocardial infarction are listed in the no-fault risk assessement as known potential post-procedure complications associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.